Event description:
During the procedure physician used resolute integrity rx to treat lesion with some tortuosity, moderate calcification and 80% stenosis in prox-lcx. It is reported that the stent did not cross the lesion and was found damaged (bent) upon removal. The lesion was pre dilated. The device was inspected and removed from packaging per IFU with no abnormalities noted. The negative prep was performed with no issues identified. It is reported that resistance was encountered when advancing device to the lesion and resistance was encountered between the rsint25014x and other devices used in the procedure. It is further reported that the lesion was dilated again and the physician used another 2.50mm x 14mm resolute integrity rx device to stent the lesion. No patient injury reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (80% stenosis, tortuosity and moderate calcification). Inherent risk of procedure (stent deformation). No results available since no evaluation was performed (no device received for evaluation) evaluation conclusion: device failure related to patient condition (80% stenosis, tortuosity and moderate calcification). Known inherent risk of a procedure (stent deformation). Unable to confirm complaint (no device received for evaluation). (B)(4).